Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Following the implant procedure, the device pocket was observed to be oozing. The alleged cause of the infection was due to the procedure. Safeguard was applied to the wound and no further intervention has been performed at this time. The patient was stable and will continue to be monitored.